Event description:
Aortic punch 4.5mm malfunctioned despite checking prior to using. Graft had to be replaced, because the aortic punch malfunctioned. The aortic punch was checked by scrub tech three times before it was used and seemed to be working correctly. When the surgeon went to use the punch, it malfunctioned. Tore graft which then needed to be replaced, which lenghtened surgical time. Manufacturer response for aortic punch, pilling aortic punch: manufacturer will want to see this device and evaluate failure. Sales rep was called. The sales rep will call headquarters about making arrangements to return device for inspection.====================== manufacturer response for aortic punch, pilling aortic punch======================manufacturer will want to see this device and evaluate failure. Sales rep was called. The sales rep will call headquarters about making arrangements to return device for inspection.